Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with a cracked case on display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.

Event description:
It is reported that the customer is having button error on the insulin pump. Customer's blood glucose at that time was 98mg/dl. Advised the customer that the insulin pump would be replaced. No further information provided.